Event description:
It was reported that the tip of the instrument broke and can not catch the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing and inspection records indicated no problems with the lot in question. The additional evaluation visual inspection revealed that two prongs of the present holding sleeve were broken off. We are not able to determine the exact cause which has led to this breakage. No product fault could be detected.